Manufacturer narrative:
Manufacturer ref# (B)(4) section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that while prepping an envoy da xb, 6f, 95 cm catheter (product code: 67125895db, lot number: 31618625), there was small ¿flaking¿ at tip. It appeared to be the coating. There was no patient injury reported. There were no procedural delays. The procedure was successfully completed.